Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that the right ventricular (rv) lead exhibited chronically low r waves and potential undersensing. The rv lead remain in use. No further patient complications have been reported as a result of this event.